Event description:
Feedback report (1) reported (B)(6) 2026: informed by (B)(6), patient was in the emergency room at (B)(6) for chest pain. (B)(6) spoke with dr. (B)(6) patient is admitted with sbp (spontaneous bacterial peritonitis) and hyponatremia. He did not bring his charger to the hospital. The event has been initially registered as feedback 'waiting for additional information'. Based on the patient exit reported (B)(6) 2026 complaint has been initiated.